Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 324 mg/dl to a reading of "high" on continuous glucose monitor, and moderate ketone levels. A correction bolus via the pump was delivered and a manual insulin injection was administered to address bg. Reportedly, the customer smelled insulin coming from the pump, however, insulin was not observed to be leaking from the pump or cartridge. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer reverted to manual injections for insulin therapy.